Manufacturer narrative:
(B)(4). Batch # p57p9w. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. In addition, the right gripping surface was noted to be broken and the cartridge deck were noted to be damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. Please reference the ¿instructions for use¿ for better usage reference the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the broken piece of the cartridge was found on the patient? After the first firing. Was it confirmed whether or not any broken pieces fell into the patient? No information. If yes, were they removed? Will all pieces of the reload be returning for analysis? No information. No further information will be provided.

Event description:
It was reported that during an open unknown procedure, a broken piece was found on the surface of the patient after the first firing of feea. The device was used on the colon. The broken piece was a part of the cartridge. The nurse commented that the loading cartridge was properly but some pressure might be put on the stapler or the reload. Another device was used to complete the case. There were no adverse consequences to the patient.